Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that two contacts were showing high impedances. Manufacturer representative (rep) programmed around the contacts. There were no reported recent falls. Issue was resolved. No patient symptoms were reported.